Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device was suspected to exhibit premature battery depletion (pbd). Analysis confirmed that the device was exhibiting premature depletion and it should be replaced and return for detailed analysis. Furthermore, the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. Additional information from the sales representative indicated that a replacement procedure was performed. The device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device was suspected to exhibit premature battery depletion (pbd). Analysis confirmed that the device was exhibiting premature depletion and it should be replaced and return for detailed analysis. Furthermore, the device hardware was not detecting the loss of battery energy and the battery status indicators were not reflecting the depletion condition and were inaccurate. Additional information from the sales representative indicated that a replacement procedure was performed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.